Event description:
It was reported that approx one year post filter implant, the pt presented with back pain. Reportedly, imaging incidentally demonstrated that the filter was tilted approx forty five degrees. One filter leg was extending through the cava wall and was located behind the aorta on top of a vertebral body. As the physician determined that the pt's pain was not related to the filter, there are no plans to retrieve it at this time. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.